Event description:
It was reported that a cartridge did not fit onto the pump. Additionally, it was reported that the wake button was sticking. The customer declined to provide additional information regarding the issues. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.